Event description:
It was reported to medtronic neurosurgery that a pt involved in an automobile accident was implanted with the timesh cranial fixation system on (B)(6) 2012. According to the report, sometime in (B)(6), it was suspected that the pt was developing a reaction to the implanted product, and that on (B)(6) 2012, they were admitted to the hospital for rejection treatment. Reportedly, the pt's symptoms did not improve after 25 days of treatment, and on (B)(6) 2012, the device was explanted. Allegedly, the physician considered the pt's self reason as the cause of the rejection. No permanent injury was reported.

Manufacturer narrative:
The device was unavailable for return. Therefore an eval of the device performance was not possible. The instructions for use that accompany the device state that the product is provided non-sterile and must be cleaned and sterilized prior to use.